Event description:
A home-dialysis pt in (B)(6) had completed an uneventful dialysis treatment and reported to her mother she was beginning rinse back. Moments later, the mother heard the machine alarm and upon her arrival to the room, she found the pt lying on the bed unconscious. She called the emergency medical services who arrived and transported the pt to the hosp where she pronounced dead. Based upon the info provided and the photos taken at the scene, it appears the pt begun rinse back at the time of this event. The cause of the pt's death is unk and the products were not available for inspection. The pt began home dialysis in (B)(6) 2014. The pt's mother reported the pt had intermittent episodes of unconsciousness with no further explanation.

Manufacturer narrative:
The bicart product involved in this incident was discarded and not available for investigation.